Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or other devices resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam (lever to unlock was hard to push down) and the reported mechanical jam (thumbwheel would not turn) and the reported activation/deployment failure; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated, removed "subsequent to the initially filed china report it was reported the stent only partially deployed."

Event description:
It was reported that the procedure was to treat a lower limb artery with 80% stenosis. The 5.0x120 mm supera self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The roller became stuck and the stent could not be fully released. The stent was manually retracted back into the sheath and removed from the body. A drug coated balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lower limb artery with 80% stenosis. The 5.0x120 mm supera self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The roller became stuck and the stent could not be fully released. The stent was manually retracted back into the sheath and removed from the body. A drug coated balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed china report it was reported the stent only partially deployed.